Event description:
Following focused ultrasound treatment for essential tremor, the patient was struggling with their balance. The patient was admitted to the hospital and scheduled for physical therapy.

Manufacturer narrative:
Balance issues are a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
No device malfunction detected. Treatment parameters were in line with the typical range. Weakness and gait issues are a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the left side for right side essential tremor, the patient experienced weakness on the right side which manifested in the patient's ability to hold up his arm, and leg dragging. The patient was admitted to the hospital and scheduled for physical therapy.